Event description:
It was reported that during an implant procedure, impedances measurements were out of range on the implantable neurostimulator (ins). The physician attempted to wipe down the lead and reinsert into the ins but impedances were still out of range (even when tested at a higher voltage). A new ins was then used but again the impedances were out of range. The lead was then replaced which resulted in normal impedance readings. No injuries were reported and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v955825, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4). Analysis of neurostimulator model 3058, serial # (B)(4) showed that the set screw was backed out too far, forced into the tecothane, and disengaged from the set screw block. Analysis of lead model 3093, lot # v955825 showed no anomalies.